Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus, mr, ous 3.50x20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks and a hypotube break 220mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-sep-2018. It was reported that crossing difficulties were encountered. The target lesions were located in the right coronary artery (rca) and left circumflex artery (lcx). A 2.50x16mm promus premier drug-eluting stent was advanced but failed to cross the rca lesion. A 2.25x16mm non-bsc stent was then advanced and implanted in the rca. Subsequently, a 3.00x38mm promus element¿ plus drug-eluting stent was advanced to treat the lcx lesion but it also failed to cross. A 3.50x20mm promus element¿ plus drug-eluting stent was then advanced but it also failed to cross the lesion due to the tortuosity. The physician then advanced and implanted a non-bsc stent of adequate length and the procedure was completed. No patient complications were reported. However, returned device analysis revealed hypotube break.